Event description:
The customer called and reported there were large air bubbles in the reservoir. Customer's blood glucose was 173 mg/dl. The customer stated she did not rewind her insulin pump with the reservoir in place. She was advised to disconnect at the quick release and deliver a prime until air bubbles were no longer visible. Customer stated the insulin had been stored at room temperature. The customer pushed the air bubbles into the tubing, following a set change, and air bubbles did not persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.